Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a software error. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the software error could not be determined. (B)(6).

Event description:
It was reported that prior to implant, the device was found to be in backup vvi mode while still in the box. The device was not implanted.